Manufacturer narrative:
(B)(4). Approximate age of device: 4 months. Upon disassembly of the returned pump, examination of the sealed inflow conduit revealed grainy, non-laminated depositions situated on the textured blood-contacting surface of the inlet tube. Similar depositions were found in the lumens of the knitted inflow graft, inlet elbow, the outflow graft attachment, and outflow elbow. Although specific causes for their development cannot be conclusively determined, the depositions appeared to have developed in these areas. The depositions did not appear to significantly occlude the flow of blood. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball and in between the stator blades. A similar deposition was situated on one of the rotor blades. The lack of laminated layering indicates that the depositions did not develop in these area. Although their origin and a duration of time for which they were present in the outlet stator cannot be conclusively determined, the contact marks on the outlet cone section of the rotor suggests that the depositions were present in the outlet stator while the pump was operating. The depositions found in the pump could have contributed to the reported elevation in lactate dehydrogenase. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records found no deviations from manufacturing or qa specifications.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase levels (ldh) were elevated and pump thrombus was suspected. The patient was admitted and started on a heparin infusion and aspirin. The patient's inr was 2.0. The patient's ldh level reportedly came down. The patient was on the transplant list as status 1a due to hemolysis, but not listed as urgent. A heart became available and the patient was transplanted on (B)(6) 2016.